Event description:
The customer reported that the nursing staff was conducting a battery check on the css console, and they noticed that the battery test pushbutton light turned red. The pt was switched to a backup driver without impact. The css console was returned to syncardia for evaluation. The reported issue relating to the illumination of the red battery light indicator was duplicated in the lab at syncardia. During testing, the battery test button was depressed for ten seconds, and the indicator light flashed from green to red after four seconds. This failure mode is associated with batteries that can no longer hold charge. Previous failure investigations concerning this failure mode have determined that the root cause was sulfation of the battery cells.

Manufacturer narrative:
Sulfation is a non-reversible process which typically occurs to batteries that are left in a discharged state for an extended length of time - whether due to a lack of use, down-time for svc or due to a charging sys malfunction. The console batteries were replaced. After replacing the batteries, the css console successfully passed al final performance testing, including the console test validation protocol. This failure mode poses a low risk for to the pt because it did not negate the ability of the css console to perform its life-sustaining functions. Batteries are a redundant sys on the css console. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.